Event description:
It was reported the patient complained of loss of efficacy; urinary frequency and urge incontinence. The amplitude was increased on (B)(6) 2014, and the patient resolved without sequelae on (B)(6) 2014. Etiology was noted to be due to programming/stimulation, an undesirable change in stimulation. High impedance, greater than 4000, were also reported in (B)(6) 2014, when the device was interrogated. No additional troubleshooting was reported and the reprogramming resolved the adverse event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00p28, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va00p28, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va00p28, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received reported the etiology was updated to the right lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study removed etiology due to programming/stimulation, an undesirable change in stimulation, and updated it to the neurostimulator. The outcome was updated to ongoing.